Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified obtuse marginal branch. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During the third inflation, it was noted that the balloon ruptured at 12atm for 10 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and positive pressure was applied, the balloon was inflated to its rate of burst pressure without leaks or drops in pressure noted. A vacuum was then applied. The inflation device was verified at rate of burst pressure, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. The blades and pads were intact and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified obtuse marginal branch. A 10/2.00 flextome cutting balloon was selected for use. During the third inflation, it was noted that the balloon ruptured at 12atm for 10 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.